Event description:
Additional information received identified that there were no known allegations of deficiencies against the device.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported the patient lead had migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.